Event description:
The customer's mother called to say her daughter was wearing a pod on her leg and the site became infected. Mother removed the pod and brought her daughter to the doctor for evaluation the customer was placed on antibiotics and they performed a test to make sure the insulin was not the reason for the reaction. No further info is available.

Manufacturer narrative:
The device involved has not been returned to the MFR so no evaluation is possible. No conclusion can be drawn. The product user guide instructs the user to wash their hands and use aseptic technique to prepare the infusion site before applying the pod. It also instructs them to "check infusion site at least once a day for signs of infection and to insure that the soft cannula is securely in place".